Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Patient weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (1mg/ml at 0.2655mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump had gone empty since (B)(6) 2018. The reason the patient did not have their pump refilled earlier was because the managing hcp had increased the dose, which had changed the refill interval and they did not schedule appropriately. The patient started experiencing more weakness and their legs got hot, which recently all started to worsen. The symptoms began the week prior to (B)(6) 2018. There were no further complications reported at this time.